Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an occlusion error message for a "few" days resulting in elevated blood glucose levels. The patient's blood glucose level rose to 32.0 mmol/l. The patient had symptoms of weakness, nausea, vomiting, and skin paleness. The patient was hospitalized for hyperglycemia. The blood glucose result was 25.0 mmol/l after medical treatment at the hospital. The patient was treated with humalog and lantus insulin. It is unknown how long the patient was in the hospital.